Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis a couple of weeks ago. The caller also stated that the hospitalization wasn't related to the insulin pump and that the patient wasn't following his treatment regiment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.